Event description:
It was reported that during the percutaneous coronary intervention, withdrawal difficulties occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous left anterior descending artery. When they tried to remove the atlantis sr pro², resistance was encountered and it was unable to be removed from the patient. During angiography, it was unable to confirm the position of the maker band. Therefore, the device and the system were removed together from the patient. There were no anomalies after the removal of the device, the marker band was confirmed but the tip of the non bsc guidewire got accordionated. The procedure was completed with another with the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).